Event description:
Additional information provided indicated that there was no patient involvement.

Manufacturer narrative:
One smiths cadd-legacy 1 pump was returned for analysis in good condition. The device was started in application problems were found with the device double beeping with a cassette attached. The downstream sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump alarmed a double beep for no cassette attached. There was no reported injury to the patient.